Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer stated they have changed the site four times, but the alarm persisted. The customer stated the alarm occurred during bolus deliveries. Customer reported experiencing high blood glucose and was on the way to the emergency room. The customer's blood glucose was unknown at the time of the call. The customer declined to return the insulin pump at the time of the call.